Event description:
It was reported that catheter was placed in 2004 near brachial plexus via left intraclavicular approach. Pt had left distal radius fracture. Catheter was inserted 4 cm beyond needle tip and tunneled under skin. Pt received local anesthetic bolus followed by continuous infusion. Catheter provided good pain relief for 24 hours. Nurse attempted to remove catheter. After removing "a few cm" the catheter became stuck. Clinical nurse was notified who then cut catheter at skin bridge and attempted to pull out the catheter by pulling the distal cut end. The catheter extrusion came off, leaving the inner wire in the pt. Under fluoroscopy, the catheter tip was visualized and determined to be in the subcutaneous tissue. A small skin incision was done to remove the retained piece. No further pt complications reported.